Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported intermittently losing stimulation after having adaptive stimulation enabled. When he checked the implantable ne urostimulator (ins), it showed a black "a" and then after a period it would show upright. Stimulation was also noted to go away and reappear a few minutes later with adaptive stimulation is disabled. Stimulation was noted to be shown as on when this occurred. The patient was redirected to their healthcare provider (hcp) to have the device checked. Relevant medical history included non-malignant pain. Follow-up was performed to determine what actions were taken to address the loss of stimulation and if the issue was resolved. This event will be updated if additional information is received.